Event description:
Reportedly, during the procedure the device was applied on the cystic duct and the jaw of the device could be opened. The application site was cut in order for the device to be removed. Procedure type: lap. Cholecystectomy